Event description:
Information was received from a patient regarding an external device. The reason for call was patient states for about a week or two patient states the controller buttons are not working well. Pt states he met with mdt rep last thursday for reprogramming and he was made aware of the issue then. Pt states the rep did the reprogramming and it felt great but when he got home it was too strong and backwards but the buttons are not working to let him move stim up or down and the on/off button is not working either. Pt states the controller is worn out and the button on the top right hand side is not working. A replacement controller was sent out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.